Event description:
It was reported the leads displayed the threshold steadily increased over time and was high. It was also reported the high thresholds drained the battery and the battery depletion was unexpected. The leads were partially explanted and replaced. The device was removed and replaced. No patient complications have been reported as a result of this event.